Event description:
End-user called in and reported that they opened a ploybag and found the syringe caps had fallen off. The end-user was stuck by one of the uncapped insulin syringes.

Event description:
End-user called in and reported that they opened a ploybag and found the syringe caps had fallen off. The end-user was stuck by one of the uncapped insulin syringes.